Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 10-jan-2025. Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2025-01718. All information has been consolidated into this report.

Event description:
Patient reported right side implant appeared abnormal; uneven and wrinkled, "discomfort", and "tightness". It was noted the implant was ruptured with an uneven fluid layer along the implant¿s inner contour. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, g2, h6.

Event description:
The device has been explanted.

Event description:
Patient reported right side implant appeared abnormal; uneven and wrinkled. It was noted the implant was ruptured with an uneven fluid layer along the implant¿s inner contour. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening. Varied injuries: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Device wrinkling: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Patient reported that during an ultrasound exam, their implant appeared abnormal¿uneven and wrinkled. Later, CT scan was performed that showed rupture implant along with an uneven fluid layer along the implant¿s inner contour. Company representative reported later "the patient felt tightness and discomfort on the this side of their chest". This record is for the right-side. The device has been explanted.